Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the up arrow button cannot be pressed. Blood glucose value was 7.0 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No unlock connector noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, missing end cap and cracked case reservoir tube window corner.